Manufacturer narrative:
Concomitant medical product: 5076-52, lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with ten to fifteen second pauses. It was noted that the right ventricular (rv) lead exhibited high impedance along with intermittent failure to capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.